Event description:
It was reported that customer¿s pump displayed a malfunction alarm identified by distributor as code 16-0x20e6, and no blood glucose values or impact were provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was able to start, charge, and be recognized by computer but consistently generated same malfunction alarm on startup, preventing access to pump, so device was planned for return to distributor for evaluation and customer received replacement pump.